Manufacturer narrative:
D4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: telephone number: (B)(6). H4: device manufacture date: unknown due to unknown lot number the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following information: it was reported that on (B)(6), the patient underwent an intervention treatment at the (B)(6) neurological center. During the procedure, the angio-seal device was used to achieve homeostasis. However, after homeostasis was achieved, the patient complained of a pain in the thigh. The patient was then referred to (B)(6) medical center. Ultrasonography and a magnetic resonance imaging (MRI) revealed a vessel occlusion caused by foreign matter. An angiography performed on (B)(6) revealed a focal occlusion of the cfa. Since collateral flow had developed, distal blood flow was maintained to a certain extent. Based on the angiography results, the decision was made to surgically remove the angio-seal. On (B)(6), a doctor from the cardiovascular surgery department performed the operation and removed the angio-seal along with surrounding tissues. The operation was successfully completed. Estimated blood loss was less than 250cc. The procedure before deploying the device was intervention. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. Other information is unknown because the procedure was performed at (B)(6) neurological center, not (B)(6) medical center.